Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 500mcg/ml for a total dose of 300.10mcg/day and bupivacaine 10.6mg/ml for a total dose of 6.362mg/day via an implantable pump for spinal pain. It was reported that device logs/device interrogation/review of device logs on (B)(6) 2018 revealed a pump motor stall occurred on (B)(6) 2018 at 06:37 with a pump motor stall recovery on (B)(6) 2018 at 06:54 without a report of a magnetic resonance imaging. No action was taken. No symptoms were reported. The outcome of the event resolved without sequelae on (B)(6) 2018. The cause of the pump motor stall and motor stall recovery was not determined. The patient's baseline weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.